Event description:
It was reported that during a low anterior resection, the device fired malformed staples. There was no adverse consequence to the patient. It was not reported how the procedure was completed.